Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "patellar crepitus after total knee revision" written by morteza meftah and amar s. Ranawat published by current orthopaedic practice october 2010 was reviewed. The article's purpose was to report on a case of a (B)(6) woman who received a knee revision where a sigma tc3-rp system was utilized. Eight months post revision surgery she started experiencing crepitation and pain on anterior aspect of her knee. Her active range of motion ad decreased to 10-50 degrees due to painful patellar crepitation. She underwent open patellar scar excision and intraoperative findings were peri-patellar scar formation causing crepitation. After excision, normal patellar tracking was noted with no evidence of further crepitation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.